Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the service bulletin and reviewed the parts list to include the part number for the lcd cable. The customer has ordered the 2nd generation lcd and needs the rest of the accessories to upgrade his 1st generation (user interface) ui assy. The customer upgraded and replaced the user interface from the 1st to the 2nd generation. The unit successfully passed the required performance verification test.

Event description:
The customer reported having questions about cable connections when upgrading lcd to 2nd generation. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.